Event description:
It was reported by service report that the bed will not stay up, lowers down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lift motor. Conclusion: replacement part will be ordered and installed.